Event description:
It was reported that the distal tip of an imaging catheter got detached. The vascular access was obtained from the same site of the lesion in retrograde approach. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery (cia) with a 40mm long lesion which completely blocks the origin of the common iliac artery. A 6fr non bsc sheath was inserted into the femoral area, and then a non bsc guidewire was inserted and able to crossed the lesion. The physician performed ivus using an iatlantis 018 catheter. The lesion was predilated with a non bsc balloon catheter and ivus was performed again using the same imaging catheter. It was noted that the physician felt that the guidewire was removing from the device during the second ivus but the procedure was still continued. From the origin of common iliac artery, expressld7/37 was deployed. The procedure was completed when the lesion was confirmed that it was dilated enough. Post-procedure, the physician noted that approximately 2cm of the distal tip of the catheter had detached. The physician cannot confirm when or where the tip detached and whether it still remains in the body or not. No further intervention was done to check the location of the detached tip. No patient complications were reported and there is no problem with the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).